Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that (B)(6) 2005: the patient presented with shortness of breath and chest pain. The patient complained of diffuse muscle aches and being drowsy. Assessment: shortness of breath. Chest pain. Hypothyroidism. Rhabdomyolysis. Conjunctivitis. Polysubstance abuse. Medical noncompliance. Deep venous thrombosis, gastrointestinal prophylaxis. (B)(6) 2007: the patient underwent esophagogastroduodenoscopy with biopsy due to dysphagia and dyspepsia. Findings: (B)(6) classification a esophagitis. Hiatal hernia. Gastritis. Mild duodenitis in duodenal bulb. Otherwise normal examination. (B)(6) 2007: the patient presented with a complaint of neck and arm pain. The pain in the neck and arm is present all the time with flare-ups. The pain was described as acute, severe, burning sensation, electrical, pain, needles and pins, numbness, piercing, sharp stabbing, shooting, tightness and tingling. The pain radiates both shoulders, both shoulder blades, both upper arms both forearms and right long finger. There is arm numbness. The numbness was located in the right long finger. There was arm weakness. The location of the arm weakness is the right wrist, left wrist, right hand and left hand. The neck pain is precipitated by automobile accident. Aggravating factors have included sneezing, coughing, twisting and lifting. The pain is relieved by ice and pain medication. Associated features include: neck stiffness, shoulder pain, arm weakness and paresthesias in arm. Musculoskeletal review revealed leg cramps, backache, decreased range of motion, joint pain, joint stiffness, muscle cramps, muscle pain, muscle weakness and swelling of extremities. Neurological review revealed: weakness in extremities and numbness. Assessment: pseudoarthrosis, cervicalgia, degeneration of cervical intervertebral disc c4-5 (B)(6) 2007: the patient presented with following preoperative diagnoses: degenerative disk disease at c4-5. Pseudoarthrosis at c5-6 and c6-7 from previous anterior cervical diskectomy and fusion. The patient underwent the following procedures: anterior cervical diskectomy and fusion with bone graft and bone morphogenic protein at c4-5. Resection of pseudoarthrosis and anterior cervical diskectomy and fusion at c5-6 and c6-7 with cornerstone graft and bone morphogenic protein. Anterior cervical plating from c4 to c7 with venture plate and screws. Per op note, the surgeon could see the hole all the way back to the posterior longitudinal ligament via the c-arm that we had. The surgeon periodically looked at that as we dissected back, used a 6-mm bone graft with bmp and impacted it. That seemed to open up the disk space nicely. There were no patient complications. (B)(6) 2007: the patient underwent xray of cervical spine 2 or 3 views due to cervicalgia ddd c4-5 pseudoarthrosis. Images show evidence of hardware related to anterior fusion at four consecutive levels c4 through c7. Intervertebral fusion is also present at the respective disc space levels. The patient also underwent xray of cervical spine min 4 views. Impression: good acdf configuration. (B)(6) 2007: the patient underwent MRI of cervical spine without contrast. Impression: overall, there has been no significant change compared to a previous MRI front (B)(6) 2006. Again noted is degenerative disc disease at c5-6, c6-7 and, to a lesser degree, at c4-5 with associated spondylotic changes as described above. There is a small disc protrusion at c4-5 which combines with the posterior spondylotic changes to minimally flatten the underlying cord. (B)(6) 2009: the patient presented with back and leg pain. The back and leg pain began acute. The patient has had these symptoms for years. The symptoms have been occurring in a decreasing pattern. The pain is present all the time with flare-ups. The symptoms are characterized as needles and pins, numbness, piercing pain, shooting pain and tingling. The symptoms are considered severe. The back and leg pain occurs both day and night. The pain associated with the back and leg, the back hurts much more than the legs. The pain starts in the lower back. The pain radiates into the left groin, left buttock and left hip. The back and coughing, bending, lifting, vacuuming, laundry, getting in or out of a chair, getting up out of bed in the morning, going up or down stairs, putting on socks or shoes and carrying groceries. The pain is relieved by rest lying down, heat, pain medication and muscle relaxants. There is leg numbness. Leg weakness is described in both legs. The leg weakness can cause the legs to buckle. The symptoms have been associated with muscle weakness and numbness and tingling in toes. Additional complaint was as follows: the neck and arm pain started years ago. The pain in the neck and arm is present all the time with flare-ups. The neck pain and arm pain are described as moderate to severe. The pain is also characterized as electrical, needles and pins, piercing, sharp stabbing, shooting and tightness. The neck and arm pain occurs both day and night the neck hurts much more than the arm. The neck pain is located in the left lateral neck. The pain radiates into left shoulder, left shoulder blade and left upper arm. There is arm numbness. The numbness is located in the right thumb and index finger. There is arm weakness, the location of the arm weakness is the left shoulder. The neck pain is precipitated by falling. Aggravating factors have included lifting. The pain is relieved by pain medication review of system revealed leg cramps, backache, back pain, decreased range of motion, muscle pain and muscle weakness, weakness in extremities and numbness. Assessment: cervicalgia, degeneration of cervical intervertebral disc c4-5, pseudoarthrosis spine fusion c5-6, c6-7; organic insomnia; postlaminectomy syndrome of cervical region; radiculitis, cervical. (B)(6) 2009, (B)(6) 2010: the patient presented with medication refill. (B)(6) 2010: the patient presented with following preoperative diagnosis: cervical post laminectomy syndrome, cervical radiculopathy, cervical degenerative disc disease, history of insomnia, dyslipidemia, hypertension, cardiac dysrhythmia, rheumatoid arthritis, thyroid disease. The patient underwent the following procedure: cervical epidural steroid injection, cervical epidurogra m dye study under fluoroscopic guidance. No patient complications were reported.